Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed the large hem-o-lok clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.33 mm. The grips were not found to be cracked. Additional observation(s) related to customer complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip could be installed onto the grips but would not stay clipped to the tubing during tests. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument stopped working. The procedure was completed with no patient harm.